Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture after filling. The device was filled with 2500 mg desferrioxamine in sterile water. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4) evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a ruptured reservoir. Approximately 60 ml of solution was also noted in the housing due to the rupture. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue for coiled tube infusors is in progress through (B)(4).